Event description:
It was reported that a automated peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain, fluid coming out of the pt¿s body, and nausea; the pt did not have a fever. The cause of peritonitis was unknown. It is unknown if the pt was hospitalized for the event. Several days following the onset of peritoniti, the pt was treated with ciprofloxacin (orally, 2 times daily) for peritonitis. Then on an unreported date, pt was started on vancomycin intraperitoneally (ip) (every 5 days) for the event. At the time of this report the pt was recovering from the event and dianeal and extraneal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.